Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening extended on the anterior and crease fold. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified, one opening crease sharp on the anterior, non-penetrating nick striated and stress marks. Based on the device analysis, the final assessment is one crease sharp opening due to fold flaw opening and a nick striated due to surgical tool scratch like.

Event description:
Additionally, healthcare professional reported left side "thin linear amount of fluid."

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28-jul-2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Patient reported left side capsular contracture with treatment, baker grade ii. Additionally, healthcare professional reported a left side rupture. Device has been explanted.